Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical condition such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instructions for use warning: these single-use forceps should only be used to biopsy tissue when possible bleeding or hemorrhage will not present a danger for pts. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. The size of tissue sample or biopsy to be excised can be controlled by how the user handles in forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess that risk assessment results as post market feedback continues to become available.

Event description:
During a biopsy procedure in the small bowel, the physician used a captura serrated large forcep-spike. The physician was taking a biopsy in the duodenal bulb. The forceps bite was so big that the physician was concerned about a possible perforation. The physician used 5 hemostasis clips as a precautionary measure. The physician did express that this may have been related to the health of the pt and act of the physician, rather than a specific device malfunction. A section of the device did not remain inside the pt's body. Other than the hemostasis clips applied during the same procedure, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The pt is in stable condition.